Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology were not reported. Intraoperative, the entire delivery system was pushed up approximately 3 cm in order to get the spindle safely recaptured in the tapered tip. While pulling out the delivery system a "draw-back" feeling was experienced therefore a control angiography was made which showed the delivery system had captured - while recapturing the spindle- the pigtail catheter, resulting in the bifurcation stent graft moving into the aneurysm sac. The pigtail catheter was released by opening the spindle-tapered tip gap again. The physician elected to surgically remove the stent graft and treat the aneurysm. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: removal difficulties, inaccurately placement, surgical conversion. Another manufacturer's device (pigtail catheter) likely contributed to this event. Conclusion: another manufacturer's device (pigtail catheter) likely contributed to this event.